Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2021. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes (B)(4) capture the reportable event of urinary tract infection. Imdrf impact codes (B)(4) and (B)(4) captures the reportable events of medication required and hospitalization and prolonged hospitalization.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an nephromax balloon, introducer needles, imager ii, and 8/10 dilator sheath set were used during the percutaneous nephrolithotomy procedure performed in (B)(6) 2021. The patient experienced pyelonephritis. The patient had to be readmitted and was given antibiotics.